Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to loosening of the tibial component at the cement to implant interface. Cement manufacturer was unknown. It was also reported that the patient complained of knee pain and instability. She had a bone scan and it stated loosening of tibia. No sign of infection. The implants were identified as fixed bearing sigma pfc. She was revised to a tc3 with success with a full range of motion from flexion to extension. Her patella was left intact with little to no wear. Doi: (B)(6) 2012; dor: (B)(6) 2019; left knee.